Manufacturer narrative:
(B)(4). G2 ¿ foreign ¿ russia. Review of the most recent checklist determined the reported issue could not be duplicated; however, the lid locking failed and press insert is missing. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Review of complaint history identified additional similar complaints for the reported item and part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the lid locking of the aseptic battery housing failed. Attempts have been made and no further information has been provided.